Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd precisionglide¿ needle there is an issue with the needles being clogged. The following information was provided by the initial reporter, translated from portuguese to english: we always bought needles from bd, but, in a few months, some 13x30 needle is coming clogged. One of the lots is 9112785 fab: 2019/05.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle there is an issue with the needles being clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: we always bought needles from bd, but, in a few months, some 13x30 needle is coming clogged. One of the lots is 9112785, fab: 2019/05.